Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
On (B)(6), 2020, olympus medical systems corp. (Omsc) received the literature titled "esd for colorectal isp lesions". This study was conducted endoscopic submucosal dissection (esd) for 18 patients with large serrated polyp between april 2018 to july 2020. In the literature, it was reported that 2 cases of interoperated perforation have occurred. Based on the available information, detailed information of the subject device was not provided, and there is no description of the relationship between the events and the subject device. However, omsc assumes that the perforation might be related to the subject device since the subject device was used for submucosal resection. There is no description of the device's malfunction. Omsc will submit one medical device report (MDR) for the perforation with the subject device.